Event description:
During an in-clinic follow-up, increased capture threshold, increased defibrillation impedance and increased pacing impedance were observed on the right ventricular (rv) lead. The alleged cause of the event was due to clavicular crush. No anomalies were observed during fluoroscopy. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.